Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stroke in 2009. Previously administered products included for an unreported indication: mirena and yaz. Concurrent conditions included migraine, anxiety, seizures, depression and asthma. Concomitant products included levetiracetam (keppra) since 2011 and pregabalin (lyrica) since 2010. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain ("ovarin pain") and nervous system disorder ("neurological post-stroke"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and adnexa uteri pain had resolved and the genital haemorrhage, menorrhagia, dysmenorrhoea and nervous system disorder outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010- hysterosalpingogram-successful implantation of essure device in both fallopian tube demonstrating no visualization of contrast. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') and genital haemorrhage ('heavy and irregular bleeding') in a 28-year-old female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2009, menometrorrhagia, pelvic pain, irregular menstrual cycle and perineal pain. Previously administered products included for an unreported indication: mirena and yaz. Concurrent conditions included migraine, anxiety, seizures, depression, asthma, parity 2, gravida ii, allergic reaction to analgesics, penicillin allergy, endometrium cystic and deep vein thrombosis. Concomitant products included levetiracetam (keppra) since 2011 and pregabalin (lyrica) since 2010. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain ("ovarin pain") and nervous system disorder ("neurological post-stroke"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and adnexa uteri pain had resolved and the genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea and nervous system disorder outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010- hysterosalpingogram-successful implantation of essure device in both fallopian tube demonstrating no visualization of contrast. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain and menorrhagia. Lot number: 695927 manufacturing date: 2009-11 expiration date: 2012-11 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') and genital haemorrhage ('heavy and irregular bleeding') in a 28-year-old female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke in 2009, menometrorrhagia, pelvic pain, irregular menstrual cycle and perineal pain. Previously administered products included for an unreported indication: mirena and yaz. Concurrent conditions included migraine, anxiety, seizures, depression, asthma, parity 2, gravida ii, allergic reaction to analgesics, penicillin allergy, endometrium cystic and deep vein thrombosis. Concomitant products included levetiracetam (keppra) since 2011 and pregabalin (lyrica) since 2010. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain ("ovarin pain") and nervous system disorder ("neurological post-stroke"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage and adnexa uteri pain had resolved and the genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea and nervous system disorder outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6)2010- hysterosalpingogram-successful implantation of essure device in both fallopian tube demonstrating no visualization of contrast. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stroke in 2009. Previously administered products included for an unreported indication: mirena and yaz. Concurrent conditions included migraine, anxiety, seizures, depression and asthma. Concomitant products included levetiracetam (keppra) since 2011 and pregabalin (lyrica) since 2010. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain ("ovarin pain") and nervous system disorder ("neurological post-stroke"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and adnexa uteri pain had resolved and the genital haemorrhage, menorrhagia, dysmenorrhoea and nervous system disorder outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010- hysterosalpingogram-successful implantation of essure device in both fallopian tube demonstrating no visualization of contrast. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. New event added- neurological post-stroke. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stroke in 2009. Previously administered products included for an unreported indication: mirena and yaz. Concurrent conditions included migraine, anxiety, seizures, depression and asthma. Concomitant products included levetiracetam (keppra) since 2011 and pregabalin (lyrica) since 2010. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("ovarin pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and adnexa uteri pain had resolved and the genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010- hysterosalpingogram-successful implantation of essure device in both fallopian tube demonstrating no visualization of contrast . Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri pain were added. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.